Event description:
It was reported that debris from an isleeve introducer tip remained subcutaneously inside a patient following a transcatheter aortic valve implant (tavi) procedure. No difficulty or resistance was encountered when inserting the isleeve introducer sheath into the patient. During withdrawal of the isleeve, it was noticed with fluoroscopy that debris from the radiopaque tip of the introducer were subcutaneously inside the patient. The physician then removed the device and used a little incision made by a scalpel to remove the debris and resolve the event. The physician believes that the presence of calcium at the puncture level may have caused the split of the isleeve device. The patient was in stable condition following the procedure.

Event description:
It was reported that debris from an isleeve introducer tip remained subcutaneously inside a patient following a transcatheter aortic valve implant (tavi) procedure. No difficulty or resistance was encountered when inserting the isleeve introducer sheath into the patient. During withdrawal of the isleeve, it was noticed with fluoroscopy that debris from the radiopaque tip of the introducer were subcutaneously inside the patient. The physician then removed the device and used a little incision made by a scalpel to remove the debris and resolve the event. The physician believes that the presence of calcium at the puncture level may have caused the split of the isleeve device. The patient was in stable condition following the procedure. It was further reported that the degree of calcium at the access site was mild.

Manufacturer narrative:
Device analysis of the returned isleeve sheath revealed that one of the punch out sections on the tip has been separated and was completely detached. One of the three seams are starting to expand as expected with device usage.